Manufacturer narrative:
The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The device was returned to an olympus service center for evaluation. Corrosion and heavy dust were observed on the contact pins inside the scope socket. In addition, the locking mechanism of the scope socket was not protecting the pins. There was no patient involvement, as the issues were observed during service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. In addition to what was previously reported in the initial report, the user facility reported to olympus that a b30 (scope communication error) code appeared all of the time. During the evaluation of the device at the olympus repair center, the customer¿s complaint was not confirmed or duplicated. Based on the results of the legal manufacturer¿s investigation, since the complaint was not reproduced, it is likely that the user connected the subject device in a condition where the electrical contact of the scope connector was not sufficiently dried or a foreign object (chemical residue, water residue, sebum, dirt, dust, gauze, etc.) Was present, resulting in unstable electrical connections, failure of communication between the scope and the video processor, and the occurrence of b30 error (scope communication error). It is also possible that there was a problem with one of the devices other than the subject device (scope, video processor, digital light source cable). The scope connector should be connected in a sufficiently dry condition, including the electrical contacts, as described in the operating instructions: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿. Per the legal manufacturer, regarding the locking mechanism of the scope socket not protecting the pins, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The device history record was reviewed and no issues were found that could have caused or contributed to the reported issues.